Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a rotator cuff repair procedure, that there was no suture on the product when opening the pouch a backup device was not available. No patient injury or complications were reported.

Manufacturer narrative:
Only the inserter and anchor were returned, no stay suture. Visual assessment of the anchor showed the device was attempted to be implanted in the patient as there is biomaterial in and on the anchor and inserter. The anchor fins are compressed against the anchor body further indicating the anchor was attempted to be implanted. The inserter was functionally tested and the inner plug moved within the anchor as intended. With the presence of biomaterial on the device the report of no suture on the device when opened cannot be validated. A top-down analysis was performed for this manufactured lot which confirmed all components required for this product build were issued to the work order. No root cause related to the manufacture of the device can be established.